Event description:
Customer reported he has experienced erratic blood glucose levels and believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.